Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering evaluation results confirmed the alleged issue of a cut wire. The pitch cable was found to be broken at the distal clevis hub. The cable segment that contains the crimp was still installed in the clevis. The clevis did not exhibit any damage or wear marks. Engineering evaluation also found scratches on the distal pulley.

Event description:
It was reported that during a da vinci si hysterectomy procedure, the surgical staff noticed that the prograsp forceps instrument had cut wires. There were no missing or fallen pieces reported. The planned surgical procedure was completed and no patient harm, adverse outcome or injury was reported.